Event description:
Info received by call report 2008. It was reported by the clinician that the pt had a fiber optix sensor (fos) intra-aortic balloon (iab) inserted that morning. Ever since pt was received in the intensive care unit, they have been experiencing high pressure, kinked catheter alarms. Pt is "short and heavy" with a 30cc iab in place. Registered nurse (rn) is unable to see the insertion sight to see angle of insertion. Also stated pt couldn't lay flat & head of bed (hob) is elevated. Clinical on call explained that angle of insertion and hob elevated is probably a kinking catheter. Instructed him to try to lower hob to 30 degrees, place blanket under hips to hyperextend and if no change, attempt to decrease volume of balloon in small increments. Rn had clinical on call hold on the line while he attempted the above. He returned to the phone several minutes later and despite his explanation to the physician as to possible kinking causes, physician decided to remove the iab.

Manufacturer narrative:
Sample will not be returned for eval.